Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board (iob) could lead to a low bg event. There is no evidence of a device malfunction or failure related to the low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) level of 52 mg/dl. The customer was uncertain of the suspected cause. The customer consumed soda and ate carbs to address their bg. During a system check with tandem technical support, no issues were identified with the pump or supplies.